Event description:
Single account reported to dade behring that they observed a clinical s. Aureus isolate oxacillin (ox) mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacillin-resistant results on a secondary method (kirby bauer) also performed for the clinical isolate. There was no report of adverse health consequences to the patient as a result of the false susceptible results being obtained and reported to the doctor.

Manufacturer narrative:
Evaluation method; other - contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Evaluation results: clinical isolate has not been received from the customer. In-house testing of the isolate is anticipated, but not yet performed. Conclusions: overall oxacillin performance of dried pos panels is acceptable.